Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed a cracked screen and became stuck on the cgm page, preventing access to the main menu and meal announcement functions. Symptoms included no alerts or alarms. Outcomes included replacement of the pump and instructions for return, with the patient advised to continue cgm use via the compatible app or receiver and to expect a standard startup on the replacement device. Investigation included case review and coordination of replacement logistics. Investigation of this case revealed a damaged screen consistent with hardware damage causing user interface inoperability. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the display assembly leading to loss of navigational function.